Manufacturer narrative:
Patient height reported as (B)(6). Patient age or date of birth is not available for reporting. Device is an instrument and is not implanted/explanted. Complainant part is not expected to be returned for manufacturer review/investigation. The investigation could not be completed; no conclusion could be drawn, as no product was received. No ncrs were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Manufacturing location: (B)(4), supplier: (B)(4), manufacturing date: 01.feb.2017. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was report that the patient had original surgery on (B)(6) 2017 for treatment of a proximal phalanx on the middle and index metacarpal due to a fracture. Patient was implanted with two (2) 1.5mm titanium t-plates and a combination of 16 locking and cortex screws. While the surgeon was drilling pilot holes into one of the two plates, the tip of the drill bit broke off inside the patient¿s phalanx bone. The tip of the broken drill bit remains embedded in patient bone. It was not reported which of the two fingers retains the fragment. Unanticipated, intra-operative x-rays were taken. Surgery was completed successfully with a delay of approximately 2 minutes. Patient is reported in stable condition. Concomitant devices reported: 1.5 mm ti val web plate 14 holes (part 04.130.261, lot number unknown, quantity 1), 1.5 mm ti val t-plate 3 holes hd-7 holes shaft (part 04.130.252, lot number unknown, quantity 1). This report is for one (1) drill bit. This is report 1 of 1 for (B)(4).